Event description:
It was reported that the cause of the patients fever was unknown. It was unknown if it was related to the patient's pump or itb therapy. The patient outcome was unknown.

Event description:
It was reported that on the day of this report patient went to the clinic with a fever. The patient/relatives told the physician they assumed a "pump malfunction" had occurred. Because the patient had a fever, but no worsening symptoms, he was not hospitalized. It was added that the attending physician had no further information regarding the pump. Drug delivered via the device was baclofen at a daily dose of 625mcg. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).